Event description:
Related manufacturer reference number: 2017865-2023-16821, related manufacturer reference number: 2017865-2023-16822. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the pacemaker the right ventricular (rv) lead and (ra) atrial lead. The physician elected to explant and replace the pacemaker, rv and ra. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 coding should have been no problem detected not conclusion not available.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. The device was received with normal output and telemetry communication. Electrical, longevity, and visual analysis was normal with no anomalies found.